Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report following an engineering evaluation.

Event description:
It was reported that there was breakage of the involved product. The event occurred after the implantation of the screw.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: upon inspection, the tulip was confirmed to be disengaged from the screw head. The bone screw and tulip were threaded together, but the screw head was not sitting within the tulip. Functional inspection: the screw was attempted to be rotated within the tulip socket, but could not be as the two were stuck together, which prevented the screw from moving about its axis within the tulip. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the customer reported event of a xia 3 titanium polyaxial screw breakage during surgery was confirmed to be tulip disengagement via visual inspection. The event resulted in no reported delay or adverse consequences. The returned screw was received with the screw head disengaged from the tulip. The screw and tulip were not fully separated upon receipt, but were likely threaded together prior to shipping after full separation had occurred. The separation of the tulip from the screw head resulted in the screw losing functionality. The results of this investigation along with an r&d report support the finding that the most likely cause of the identified tulip disengagement is over tightening at a high screw angulation.

Event description:
It was reported that there was breakage of the involved product. The event occurred after the implantation of the screw.